Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The target lesion was located in the moderately tortuous and mildly calcified circumflex artery (cx). The lesion was predilated with an unspecified balloon and then the physician advanced a 2.25x24 taxus express2 atom stent to the cx. While trying to position the stent within the lesion, the stent dislodged from the stent delivery system (sds) 75% of the way into the lesion prior to deployment. The physician attempted to pull the stent back into the guide catheter but was unable to. The physician deployed the stent where it was and then advanced another unspecified stent and deployed it to cover the whole lesion. No pt complications were reported with the pt's current condition listed as "fine." Additional information was requested but is not available.

Manufacturer narrative:
The device was not returned for analysis. The manufacturing records were reviewed, and no issues or discrepancies were found, and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.